Manufacturer narrative:
The customer¿s report that the secondary infused into the primary was confirmed. Testing of the returned part indicated a failed result per supplier. Disassembly of the check valve resulted in discovery of two particles, 0.0108¿ and 0.0140¿ long, located between the housing seal area and the affixed silicone diaphragm disk. The particles were identified as calcium carbonate and cellulose. The root cause of the secondary infused into the primary is due to a calcium carbonate particle and a cellulose particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate and cellulose was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary bag infused into the primary bag. No harm to patient reported however a delay in medication. Biomed ran a step by step report on the pump and declared no issues with pump settings.